Event description:
The patient underwent bkp at l2 and on (B)(6) 2015. It was reported that bone cement inside the patient was found to be migrated anteriorly. The patient complained of numbness in lower limbs so he is planned to undergo revision surgery on (B)(6) 2015. The product came in contact with patient. Patient complications were reported unknown.

Manufacturer narrative:
(B)(4): neither the device nor the applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.